Event description:
Based on the information received on 22-nov-2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had horrible pain, swelling around affected knee and could not sleep, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (part of second or third series) once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020). On an unknown date in (B)(6) 2017, the patient had horrible pain and swelling around affected knee (unspecified whether in the right or left knee). As a result, the patient could not sleep (latency: unknown). Corrective treatment: ice area and take a non-steroidal anti-inflammatory drug like ibuprofen (advil); not reported for could not sleep and device malfunction outcome: unknown for all a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 22-nov-2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain, knee swelling and poor quality sleep. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.